Manufacturer narrative:
While the carto vizigo¿ 8.5f bi-directional guiding sheath large was inside the patient¿s body and the tip was in the left atrium, the hemostatic valve got separated from the sheath while removing the dilator. The carto vizigo¿ 8.5f bi-directional guiding sheath large was tested during initial set-up. No air embolism was noted under fluoro. Blood return was noted. No intervention was required. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large was replaced, and the case was completed successfully. Device evaluation details: the device evaluation has been completed. Visual inspection was performed and the brim cap, the hemostatic valve and silicone ring were found detached from the hub. No other damages were observed on the device. Adhesive was normally applied to bond the clear hub and the brim cap. The findings of hemostatic valve detachment continues to be deemed MDR reportable, the brim cap and the silicone rings are also considered to be MDR reportable malfunctions. A device history record evaluation was performed and no internal action related to the reported complaint condition were identified. The customer complaint was not confirmed. The root cause of the bleeding could be related with the damage on the hemostatic valve and brim cap detached. The hemostatic valve damage and brim cap detached could be related to handling of the device during the procedure however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4). The unique identifier( UDI) number has been corrected (B)(4).

Event description:
Missing information hold smp 1.20.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that during a cardiac ablation procedure for atrioventricular reentrant tachycardia/wolff-parkinson-white syndrome with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large a hemostatic valve separation issue occurred. While the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large was inside the patient¿s body and the tip was in the left atrium, the hemostatic valve got separated from the sheath while removing the dilator. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large was tested during initial set-up. No air embolism was noted under fluoro. Blood return was noted. No intervention was required. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large was replaced, and the case was completed successfully. Since there¿s no indication that the blood return was excessive nor patient¿s hemodynamics was compromised, this event won¿t be considered a patient event but a product malfunction.